Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implant during the night. The ra lead was repositioned in the atrium which took three attempts and remains in use. No patient complications have been reported as a result of this event.